Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17877060.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted device will not be returned as it was kept by the medical facility. Additional information was received that there was no device issue. The spinal cord stimulator (scs) system was removed due to the surgical procedure that the patient needed and an updated system was reimplanted.